Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during an unknown procedure performed on an unknown event date. During the procedure, the cautery did not transmit energy in the either cutting or coagulation modes. There were no patient complications reported as a result of this event.